Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer experienced blood glucose level of 274 mg/dl. The customer was treated with bolus. The customer did report symptoms as a result of high blood glucose level. The customer stated that insulin pump received no delivery alarm. Insulin was exited. Troubleshooting was not performed by the customer for high blood glucose level. The insulin pump will be returned for analysis.